Event description:
The facility representative reported a pump that "beeps and does manual set, no error alert comes on display. The pump turns off and turns back on". This was found during patient use, with no patient injury reported or medical intervention needed. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
The pump has not been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.